Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during electrode and probe placement deep brain stimulation (dbs) procedure, the site was accurate initially but an inaccuracy was observed when navigating towards posterior. It was a nexframe case. Site completed the case with micro-electric recording. An image acquisition was sent to navigation system from imaging system. It was reported that new spheres were installed on the nexframe tracker and no drapes were present over the nexframe tracker or imaging system trackers. No resolution upon completion of second image acquisition. The reported procedure was a stage 1 deep brain stimulation (dbs). The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The patient archive from the procedure was reviewed by medtronic personnel. However, the archive provided no additional insight into the probable cause of the anomaly.